Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient was seen by the physician two weeks prior to a revision surgery. Inspection of the device showed the left cylinder had a tear. The inflatable penile prosthesis left cylinder was replaced and a new reservoir was added. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported fluid loss from a hole in the cylinder was confirmed device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested, and microscopically examined. The cylinder had a leak in the proximal cylinder body. The cylinder was not pressure tested as the leak was identified. Under microscope. It was observed that the hole with broken fabric threads was the result of a sharp instrument damage which probably occurred during the explant. Due to this damage being consistent with the explant. It will be considered a secondary failure; however, the reported hole in cylinder was confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen because the reported hole in the cylinder was confirmed, as sharp instrument damage was identified. Due to the damage with sharp instrument being consistent with explant it will be considered a secondary failure.

Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient was seen by the physician two weeks prior to a revision surgery. Inspection of the device showed the left cylinder had a tear. The inflatable penile prosthesis left cylinder was replaced and a new reservoir was added. Following the surgery, the patient was stable and the event resolved.